Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2026 that patient experienced persistent red spots in the same area on the right lower quadrant (rlq) of the abdomen and had occurred at least twice in the previous month. The patient's concomitant medications included levodopa/carbidopa, sinemet, levocarb, apo levo carb, acetaminophen, comptan, rosuvastatin, gabapentin, citalopram and cannabis. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.